Event description:
An online search of the vns patient identified that the patient passed away. The cause of death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was: I. Other generalized epilepsy and epileptic syndromes; ii. Status epilepticus, unspecified. There is no allegation or other information indicating that the death is related to vns.